Event description:
During surgical procedure, a popping noise was heard; the chest plate of the jackson operating room table broke. The patient was prone on the table. This resulted in increased pressure exerted on the pt's chest and face. The pt had a reddened area on his chest that resolved. Approximately 3 weeks later, the pt reported limited jaw range-of-motion and facial numbness. On (B)(6) 2016 the pt was seen by an ent. Findings- suspect transient damage to the roots of the trigeminal nerve and concurrent myofacial pain due to pressure injury.